Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The customer returned one guide wire assembly for analysis. Signs-of-use in the form of biological material were observed on the guide wire surface. The guide wire was observed to be kinked towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks. Both welds were present and full and spherical. The kinks in the guide wire were located 673mm and 677mm via calibrated ruler from the proximal tip. The overall length of the guide wire measured 687mm via calibrated ruler, which was within the specification of 678mm-688mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.859mm via calibrated micrometer, which was within the specification of 0.838mm-0.877mm per guide wire product drawing. Functional inspection was performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through a lab inventory ars and 18ga introducer needle subassembly. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". A device history record review was performed, and no relevant findings were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " on (B)(6) 2024, the doctor found the swg tip rough/feel appearance during used on the patient. Review of the returned device showed that the device was kinked. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that" on (B)(6) 2024, the doctor found the swg tip rough/feel appearance during used on the patient. Review of the returned device showed that the device was kinked. The patient was reported as fine post the procedure.